Event description:
It was reported the customer received a button error alarm. Customer also stated their numbers were ramping up when attempting to program their carbohydrates. Customer also reported receiving a failed battery test alarm. The customer's blood glucose was 187 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Pump was monitored. All operating currents tested within spec range. No failed battery tests alarms noted. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. No ramping numbers noted on the display.